Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for inform system 1 with strip lot 551681. Reference medwatch with patient identifier (B)(6) for inform system 1 with strip lot 551766. This medwatch is for inform system 1. Reference medwatch with patient identifier (B)(6) for inform system 2 with strip lot 551766. This medwatch is for inform system 1. Reference medwatch with patient identifier (B)(6) for inform system 2 with strip lot 551681.

Event description:
Caller states that a patient received the following results on an inform system within 10 minutes: 536 mg/dl and 211 mg/dl. Caller states that a patient received the following results on two meters within 10 minutes: 211 mg/dl (inform system 1) and 96 mg/dl (inform system 2). Reading of 211 mg/dl was taken only once; no duplication of reading. Caller was not certain which lot of strips was used in the incident. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. Patient was admitted with diagnosis of alcohol intoxication. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.